Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was an implant site infection and the implantable loop recorder device was removed approximately three weeks after the implant of the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4): the device was returned, analyzed and the analysis revealed that no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.